Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the scale markings were incorrect with a bd micro-fine¿insulin syringe with 30g x 8mm needle. The following information was provided by the initial reporter, translated from (B)(6) to english: incorrect scaling.

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Four photos of 0.3ml bd insulin syringes were provided. The customer reported incorrect scaling. The photos were examined, and no issues were observed. No defects could be determined from the photos alone. A review of the device history record was completed for batch# 0076359. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were four (4) notifications noted that did not pertain to the complaint. There was one (1) notification noted for missing print. H3 other text : see h.10.

Event description:
It was reported that the scale markings were incorrect with a bd micro-fine¿insulin syringe with 30g x 8mm needle. The following information was provided by the initial reporter, translated from german to english: incorrect scaling.